Event description:
It was reported that, "when the surgeon opened the product, the neck side buffer had already dissociated from the stem. Additionally, there were many powders of buffer on the stem. Therefore, the surgeon rinsed them off but he did not implant the stem. Just to be safe, he implanted an under size stem on the pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.